Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 pump the complaint of alarming air in line was duplicated during functional testing. This was isolated to a air detector sensor defective and inoperable. Action was taken to replace the air detector. Overall condition of device was good.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 was alarming air in line. No patient adverse events reported.